Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 1227551) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, live birth in 1996, depression, hypertension, cesarean section in 1996, smoker, sinusitis, pharyngitis, flank pain, anxiety, insomnia, numbness, tingling, night sweats, chest pain, syncope, myalgia, glycosuria, allergic rhinitis, dyspareunia, ear infection, dysuria, polyuria, kidney stones and fall. She denied of alcohol consumption and nor social drug use. She denies abdominal pain or fever. Concurrent conditions included overweight, sinus infection and throat swelling. Family history included breast cancer. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2005, the patient had essure (ess205) inserted.in 2005, the patient experienced back pain ("back pain(constantly hurting daily/ severe)"). In (B)(6) 2005, the patient experienced urinary tract infection ("uti(urinary tract infection)") and kidney infection ("kidney infections"). On (B)(6) 2016, 11 years 4 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic and hypersensitivity reaction"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, hypersensitivity, urinary tract infection, kidney infection and allergy to metals outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, back pain, device breakage, genital haemorrhage, hypersensitivity, kidney infection, pelvic pain, urinary tract infection and uterine perforation to be related to essure (ess205). The reporter commented: patient need for additional surgery. She had pain medication for back pain. She used condoms as contraception. Her current weight was (B)(6) lbs. She had cervical spine and lumbar spine pain secondary to fall. Were you advised of any complications from your essure removal procedure? Yes (as written) told me he was unable to remove the entire essure device as part had embedded itself into my uterus. He removed my tubes but explained the only way to get the rest out was hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . On (B)(6) 2014, she had CT abdomen and pelvis without intravenous contrast reveled that the unenhanced kidneys demonstrate no retained opaque urolithiasis in the kidneys or hollow collecting structures. No significant perinephric stranding or hydronephrosis seen. Multiple calcified phleboliths seen in the pelvis including one just medial to the distal left ureter (outside the ureter). No opaque bladder stones noted. Nonopacified visualized gi tract appears grossly unremarkable in cross-section. Metallic densities superimpose both salpinx compatible with essure implants. Impression: negative for retained opaque urolithiasis or obstructive uropathy. On (B)(6) 2014, she had mg diagnostic digital mammogram with cad diagnostic imaging demonstrates mildly nodular density in the 2-3:00 region left breast with spot magnification views. There is mildly dense central residual glandular breast stroma. No associated microcalcification or architectural distortion seen. And breast ultrasound had impression: possible small cluster of cysts in the lateral left breast corresponding to the density seen on screening and diagnostic mammography most recent follow-up information incorporated above includes: on 24-jan-2018: reporters added and updated patient demographics as height and weight. Historical condition, concomitant disease, family history, laboratory data, treatment drug were added. Suspect drug inaction and lot number as 1227551. On (B)(6) 2005, she had uti (urinary tract infection), kidney infections. On (B)(6) 2016, she had nickel allergy, device breakage. On (B)(6) 2017, she had perforation (uterus). Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 1227551-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, live birth in 1996, depression, hypertension, cesarean section in 1996, smoker, sinusitis, pharyngitis, flank pain, anxiety, insomnia, numbness, tingling, night sweats, chest pain, syncope, myalgia, glycosuria, allergic rhinitis, dyspareunia, ear infection, dysuria, polyuria, kidney stones and fall. She denied of alcohol consumption and nor social drug use. She denies abdominal pain or fever. Concurrent conditions included overweight, sinus infection and throat swelling. Family history included breast cancer. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced urinary tract infection ("uti(urinary tract infection)") and kidney infection ("kidney infections"). On (B)(6) 2016, 11 years 4 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic and hypersensitivity reaction"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, hypersensitivity, urinary tract infection, kidney infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage, genital haemorrhage, hypersensitivity, kidney infection, urinary tract infection and uterine perforation to be related to essure (ess205). The reporter commented: patient need for additional surgery. She had pain medication for back pain. She used condoms as contraception. Her current weight was 200 lbs. She had cervical spine and lumbar spine pain secondary to fall. Were you advised of any complications from your essure removal procedure? Yes (as written) told me he was unable to remove the entire essure device as part had embedded itself into my uterus. He removed my tubes but explained the only way to get the rest out was hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion on (B)(6) 2014, she had CT abdomen and pelvis without intravenous contrast reveled that the unenhanced kidneys demonstrate no retained opaque urolithiasis in the kidneys or hollow collecting structures. No significant perinephric stranding or hydronephrosis seen. Multiple calcified phleboliths seen in the pelvis including one just medial to the distal left ureter (outside the ureter). No opaque bladder stones noted. Nonopacified visualized gi tract appears grossly unremarkable in cross-section. Metallic densities superimpose both salpinx compatible with essure implants. Impression: negative for retained opaque urolithiasis or obstructive uropathy. On (B)(6) 2014, she had mg diagnostic digital mammogram with cad diagnostic imaging demonstrates mildly nodular density in the 2-3:00 region left breast with spot magnification views. There is mildly dense central residual glandular breast stroma. No associated microcalcification or architectural distortion seen. And breast ultrasound had impression: possible small cluster of cysts in the lateral left breast corresponding to the density seen on screening and diagnostic mammography quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint(reported batch information is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic and hypersensitivity reaction"). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.